Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-nov-2025. Investigation summary: bd received 6 samples for investigation. The samples along with 45 retention sample were visual evaluated and no failures were observed. Additionally, the returned samples along with 8 retention samples were evaluated by functional testing with acceptable results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes clotting and platelet clumping. Bd was not able to identify a definitive root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was 1 device with sample clotting. The sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ h&h capillary blood collection tube there was 1 device with sample clotting. The sample was recollected. No adverse impact was reported regarding the patient or user.